Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved accuracy testing and showed that the pump was within manufacturing specification of +/- 6%. Based on the investigation, the complaint allegation was not confirmed. Additional information was received indicating the issue was found during in-house during evaluation. There was no patient involvement.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump experienced "under infusion". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.